Manufacturer narrative:
This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this patient's implantable cardioverter defibrillator (ICD) and right ventricular (rv) lead exhibited high out of range pace impedance measurements. Recent daily measurements showed the impedances to be within normal range. Boston scientific technical services (ts) discussed evaluating the lead, and isometrics was not able to produce noise or the high impedance measurements. The system remains in service. No adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Additional information was received indicating this implantable cardioverter defibrillator (ICD) and right ventricular (rv) lead exhibited noise, oversensing, pacing inhibition and additional observations of high out of range pace impedance measurements. Boston scientific technical services discussed lead testing for a potential connection issue. Surgical intervention was taken to explant this device and lead. Testing was unable to reproduce the noise or impedance measurements, and it was noted at the revision that the lead was fully inserted and set screws were fully fixed. No additional adverse patient effects were reported.